Manufacturer narrative:
The following fields have been updated with additional information: d.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 2020-12-03. H.3. Device returned to manufacturer: yes. H.3. Device eval by manufacturer: yes. H.3. Reason code for no evaluation: other. H.6. Investigation summary: customer returned one (1) used 0.5ml bd insulin syringe from lot 9343403. Consumer reported that the needle was missing. The returned syringe was examined, and it was observed that the cannula was broken. Microscopic examination of the broken cannula revealed characteristics such as residual bends, and ovality (deformation from the normally circular cross section) ¿ removal of the epoxy made this evident. When viewed together these are all indicators of bending/re-straightening mode of failure. A review of the device history record was completed for batch# 9343403. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200873620] noted that did not pertain to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (cannula broken). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the possible root cause for this issue (cannula broken): user error. No evidence of manufacturing related issues were observed on the returned sample. Rationale: based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
It was reported that the bd ultra-fine¿ needle had broken off/pulled out of the bd insulin syringe hub. The following information was provided by the initial reporter: "consumer reported that the needle was missing from several of his syringes. He stated that the needle hub was intact but the needle was missing. Consumer does not re-use."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd ultra-fine¿ needle had broken off/pulled out of the bd insulin syringe hub. The following information was provided by the initial reporter: "consumer reported that the needle was missing from several of his syringes. He stated that the needle hub was intact but hte needle was missing. Consumer does not re-use."